Event description:
The defect was detected during infusion administration it was an infusion administered with a pump. The infusion line was positioned at a standard height of about 100 cm above the entry point into the patient¿s body. The entry point itself was at a standard height of approximately 70 cm above the ground. The infusion was administered by gravity or at a rate of 330 ml/h. The infusion pressure is controlled by a pump. Other than bd products. Saline solution, 5% glucose, and cytostatic agent. No physical damage or deformation was observed on the product.

Manufacturer narrative:
Additional information in section b. Investigation result: one hundred and fifty 10012241 samples were received in sealed packaging from lot 25065137 for investigation. No connecting products were available to support the investigation. The customer reported ""clogging" of the tip of the product, where it was not possible to apply a pre-filled syringe through it. The customer had also reported a number of cases from nurses where the safety tip leaked, which from a safety perspective "endangered" rather than protected the staff." Fifteen of the returned samples were selected at random. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe while connected to a smartsite from bd stock; of the fifteen samples, one sample leaked from the connection between the texium and the smartsite. Additionally, sixty sealed samples were selected and sent to the product test lab for pressure testing; no leakage was detected from any of the products throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the leakage was likely due to an asymmetry inside of the male luer body leading to an incomplete seal when activated. A review of the production records for lot 25065137 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of this finding, bd have reworked the mould tool to mitigate the leakage reported, as well as having implemented an enhanced inspection process of texium product to ensure distribution of unaffected product to the market could resume. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: the customer had reported a number of cases from nurses where the safety tip leaked, which from a safety perspective "endangered" rather than protected the staff. When did the incident occur? - during use. Additional information received from the customer: please confirm how the fault was identified? I.e., was it during an infusion or when separating the texium from the connected product? = the defect was detected during infusion administration please provide further details regarding the infusion set-up, e.g., was the infusion via gravity or pump, what was the height of infusion line and the entry point to patient, what was the infusion rate and pressure settings, etc? = it was an infusion administered with a pump. The infusion line was positioned at a standard height of about 100 cm above the entry point into the patient¿s body. The entry point itself was at a standard height of approximately 70 cm above the ground. The infusion was administered by gravity or at a rate of 330 ml/h. The infusion pressure is controlled by a pump. Please provide details of the product(s) connected to the 10012241 product, including: brand/manufacturer, model, etc. = other than bd products. Please confirm what fluid was being administered at the time of the event? = saline solution, 5% glucose, and cytostatic agent. Please confirm if any physical damage or deformity was observed to the 10012241 product? = no physical damage or deformation was observed on the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.